Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) value of 20 mg/dl; cause was unknown. Customer's wife assisted in providing the customer with juice and food to address low bg. Recommendation was made to discuss diabetes management with a health care professional.